Event description:
Temperature alarms, specifically alarms 10 and 11, were reported when the pump was being charged, with incidents occurring each time the pump was charged under normal temperature conditions. There was no reported impact to the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement was arranged under warranty. The customer did not disclose the type of backup therapy in use. Technical support provided necessary instructions for returning the malfunctioning pump and facilitated the shipping of a replacement.